Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm (c-ring) of vh-4000 did not appear to have "natural curvature" that they normally noted upon many years' of use. C-arm was "straight" and did not allow for ease of capturing vein. Case was technically difficult due to this issue. Case was able to be completed without incident. There were no parts broken, missing, or that came apart from device, nor were any parts necessary to retrieve from patient. They did not open any other devices; case was completed with this device. Customer states there was no case delay. There was no injury to patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000379692, 3000379218, and 3000375778 the last 3 lots shipped to the account prior to the event/aware date. For lots #s 3000379692. There was one (01) ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Sc 04-jun-2024. For lot #s 3000379218, and 3000375778. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.